Event description:
The sterile processing technician alleged she experienced a burning, itching feeling on her arm when she removed a wrapped sterilized package from a completed sterrad 100nx cycle. She described the area on her arm as being red and felt she was exposed to hydrogen peroxide. Further follow-up information described the underside of her forearm as "rash, red and itchy". The symptoms resolved within fifteen minutes. No medical attention was sought. The technician was not wearing ppe.

Manufacturer narrative:
The IFU states the following: warning! Hydrogen peroxide is corrosive concentrated hydrogen peroxide is corrosive to skin, eyes, nose, throat, lungs, and the gastrointestinal tract. Always wear chemical resistant latex, pvc (vinyl), or nitrile gloves when removing items from the sterilizer following a cancelled cycle or if any moisture is noted on items in the load following a completed cycle.